Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of the month that complaint was reported. Medical device: batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information requested, and received: how did the device misfire? Did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Response: I don¿t remember the exact details of this case. I think it may have both fired a scissored clip and then not been feeding clips, but I¿m not positive about that. [(B)(4)].

Event description:
See user facility medwatch.